Manufacturer narrative:
If information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a few hours after it was first implanted, the impedance values of this implantable cardioverter defibrillator (ICD) were unable to be measured during a follow-up interrogation. Subsequently, the physician suspected a header connection failure and attempted to reconnect the leads; however, the connection remained unsuccessful. As result, the ICD was removed and replaced. All measurements were normal with the new device. The ICD was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that a few hours after it was first implanted, the impedance values of this implantable cardioverter defibrillator (ICD) were unable to be measured during a follow-up interrogation. Subsequently, the physician suspected a header connection failure and attempted to reconnect the leads; however, the connection remained unsuccessful. As result, the ICD was removed and replaced. All measurements were normal with the new device. The ICD was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a evaluation of the device was performed. The df+ spring is broken loose from the df+ connector block and is pushed into the lead barrel between the rv- and rv+ connector blocks. Laboratory analysis confirmed the allegation of connection issues due to the springs been dislodged.